Event description:
The complainant reported an under delivery. The intended volume was 1000 ml of nutritional product to be delivered overnight at 100 ml/hour for 10 hours, however, the pump delivered the 1000 ml in approximately 15 hours.

Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed in the u.s. The testing and investigation results confirmed the complaint. A broken motor mount and stuttering motor were identified. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.